Manufacturer narrative:
(B)(4). Alleged failure: turned on by itself the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be water ingress. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the button was stuck when customer tried to turn off the unit.unplugging and turning the unit back onresolved the issue momentarily, but after reinsertion, it stopped working all together.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that the button was stuck when customer tried to turn off the unit. Unplugging and turning the unit back on resolved the issue momentarily, but after reinsertion, it stopped working all together.